Event description:
A customer contacted beckman coulter inc. (Bci) to report fluid leak from under the triple transducer module (ttm) assembly regards on the coulter lh 750 analyzer. No exposure to mucus membranes or open wounds and the operator did not seek medical attention. No death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced tubing which came off the flow cell which caused the leak. The repair was verified and the instrument was validated. Root cause can be attributed to tubing that disconnected from the flow cell.